Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER today after receiving a patient notifier due to the device reaching premature eri. The patient has not received any therapies. The device was explanted and replaced.